Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned instrument confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null.

Event description:
It was reported that the screw or locking mechanism broke during instrument disassembly while reassembling revision knee instrument set. Not involved in surgical case.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summaryexamination of the returned instrument confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.